Manufacturer narrative:
Analysis of the pump found anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8840 serial# unknown product type programmer, physician; and product ID 8780 serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. Of note, only the pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5000 mcg/ml fentanyl at a dose of 3500 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient was in for a dye study on (B)(6)2017 and the catheter wasn¿t re-primed right away. The catheter was aspirated during the dye study and there was no priming after the study. A single bolus of 300 mcg was programmed at approximately 10-11 am on (B)(6) 2017 for 1 hour (0.06 ml). The reported symptoms included withdrawal, vomiting, feeling weird, and miserable. It was considered a sudden change in therapy/symptoms. Following the dye study, the pump was refilled. It was explained that a priming bolus wasn¿t needed as the catheter had filled back up with drug based upon the 5 hours of delivery (0.146 ml infused) and a single bolus of 300 mcg (0.06 ml). The implanted catheter volume was 0.149 ml and the total volume infused was 0.206 ml. It was reviewed that the catheter was full of fentanyl based upon the length of time it had been ¿empty¿ since aspiration and the pump flow rate was fast. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated. Additional information was received from a healthcare provider via a manufacturer's representative on (B)(6) 2017. It was reported that the patient experienced drug withdrawal symptoms. It was unknown what, if any, environmental/external/patient factors led or contributed to the issue. It was unknown what, if any, diagnostics/troubleshooting methods were performed. The pump was replaced with another manufacturer's device on (B)(6) 2017. It was noted that the hospital had possession of the device and intended on returning it to the manufacturer for analysis. It was unknown if the event was resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported. The pump was returned to the manufacturer on (B)(6) 2017 for analysis. Interrogation of the device indicated the pump was examined on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The device was in stopped pump infusion mode, and there was a "stopped pump period may exceed tube set" message, which occurred on (B)(6) 2017. It was indicated the pump had been shut off for 164 hours and 57 minutes (6.87 days). The elective replacement indicator (eri) was at 35 months.